Event description:
It was reported that the device had "output maxed" and that this was apparently due to the left ventricular lead. The lead was replaced with two new leads, one of which was reported as "capped/resuable". Follow-up has not yet determined why this lead was capped at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.